Event description:
Philips received a report from a customer that a patient injured the little of the left hand when being moving the table top / patient out of the bore of the mr system. The patient's little got pinched between the magnet cover and table top. Initially bruising and a black nail were observed by the operator, but recently the hospital was informed, that the patient was diagnosed with a linear fracture of the little finger bone.

Manufacturer narrative:
(B)(4).